Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed dried body fluid and tissue in the helix housing that likely contributed with the clinical observation noted which is difficulty to position. Furthermore, the susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the physician opted to not reuse lead after attempted implant with lbap.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the physician opted to not reuse lead after attempted implant with lbap. The lead is available for return.